Manufacturer narrative:
The field service representative (fsr) could not replicate the reported complaint. The roller pump was replaced. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the cardioplegia roller pump was not turning even when arterial flow was above coasting. As a result an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor consequences to the patient.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician observed that with the pump connected to lab use only (luo) testing equipment, and ran for over six hours in various configurations, the pump had no issues. No observations of the reported complaint were made. The unit operated as expected. Per data log review, on 25feb2022 the system was powered up and a perfusion screen was opened at 07:23:32 am. The cardioplegia (cpg) pump was started and ran. At 08:36:54 am the perfusion screen was exited, stopping the cpg pump. The system was power cycled and another perfusion screen was opened at 08:38:49 am. The cpg pump was started and ran. The cpg lid was opened causing the pump to pause. A cpg high pressure alarm stopped the cpg pump. The cpg pump lid was then closed and the pump was started and ran. At 09:48:12 am the cpg pump speed was set to zero. At 10:16:05 am, the arterial (art) pump coasted causing the cpg pump to stop (safety setting). The art pump was ran above coast speed and the cpg pump was started. Then, the art pump coasted causing cpg to stop again. The art pump was ran above coast speed and the cpg pump was started and ran. Then, the art pump coasted causing cpg to stop again. The art pump was ran above coast speed and the cpg was started and ran again. The behavior continued throughout the log. There was no indication in the log that the cpg pump could not be ran unless there was an active safety setting triggering (cpg pressure alarm or art pump coasting). There was no indication in the log that the cpg pump was not turning unless it was stopped. The cpg pump was ran many times when no safety triggers were present.

Manufacturer narrative:
Updated block: h6 the reported complaint could not be confirmed. The service repair technician (srt) could not duplicate the reported issue. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.